Manufacturer narrative:
The investigation determined that higher and lower than expected vitros dgxn results were obtained when processing quality control fluids on a vitros 5600 integrated system using vitros dgxn slides. The likely cause of the higher and lower than expected vitros dgxn results is an issue related to the vitros 5600 system. After service actions by the ortho field engineer which included the replacement of the iwf shuttle spring, the evaporation caps were replaced, and all associated adjustments; the within run vitros dgxn precision test was acceptable indicating the cause of the higher and lower than expected vitros dgxn results was an issue with the vitros 5600 system. Ortho was not made aware of any allegation of patient harm as a result of this event. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event.

Event description:
A customer contacted ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected vitros dgxn results when processing quality control fluids using on a vitros 5600 integrated system. Vitros performance verifier ii (lot j6978), vitros dgxn result 1.82 ng/ml versus the expected vitros dgxn result 2.54 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros dgxn result was obtained when processing a control fluid. Ortho was not made aware of any allegation of patient harm due to the event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).